Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer discarded the alleged defective product. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the initial concern was resolved; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Customer reported complaint for trueplus pen needles not dispensing insulin; 31g x 5/16 needles. Customer stated that 9 - 10 of the pen needles in the box of 100 pen needles would not dispense the insulin. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the pen needles not dispensing accurately. Customer thrown away all the needles that she was having a problem with. Customer was advised to contact the pharmacy for replacement.